Event description:
It was reported that a loss of capture resulting in a low heart rate occurred on the right ventricular (rv) lead. The patient was hospitalized, and lead revision is anticipated. The patient was in stable condition.

Event description:
Additional information received indicated that due to the patient's health, the healthcare professional elected not to perform any intervention at this time. The patient was stable and will continue to be monitored.